Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was unable to be reproduced. The fse restarted the system prior to completing a test drive of the erbe generator. All erbe generator ports were tested for energy with no errors or faults noted. The system was tested and verified as ready for use.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the erbe generator was not functioning as expected. It was stated that the monopolar energy was working, but the bipolar energy was not. The customer stated they were changing the bipolar cord and swapping the unspecified instrument to another universal surgical manipulator (usm), but due to active bleeding the surgeon made the clinical decision to convert to a standard laparoscopic approach. It remains unknown if additional ports were added. The procedure was completed laparoscopically.